Event description:
It is reported that during surgery, the distal femoral augment screw could not be inserted. The first two threads of the screw appeared to be crushed together.

Manufacturer narrative:
This report will be amended when our investigation is complete.